Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "when we receive the samples/tubes we load them in an analyzer machine and test them. Lately, we have seen that when they are tested in the analyzer machine we are seeing white flakes in the plasma. We are unable to provide any samples per hippa laws. We checked our product /machines and there are no issues with our equipment.¿ on 25-feb-2021: spoke to customer and she explained they are seeing white flakes in the specimens. They are not spinning the specimens, they received them centrifuged from another facility. No reports of erroneous results or medical intervention. Photos may be available but physical samples are not.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "when we receive the samples/tubes we load them in an analyzer machine and test them. Lately, we have seen that when they are tested in the analyzer machine we are seeing white flakes in the plasma. We are unable to provide any samples per hippa laws. We checked our product /machines and there are no issues with our equipment.¿ (B)(6) 2021: spoke to customer and she explained they are seeing white flakes in the specimens. They are not spinning the specimens, they received them centrifuged from another facility. No reports of erroneous results or medical intervention. Photos may be available but physical samples are not.